Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # = m93638. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 10 clips as intended, the next cycle resulted in no clip fed and finally it fed and formed two malformed clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found damaged causing the intermittent feeding issue. No conclusion could be reached as to what may have caused the damage on the feedbar. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing of the device, the clip would not release out of the device. Another like device was used to complete the procedure. No patient consequences were reported.